Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator will not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
Per field service engineer (fse) evaluation and work performed. The fault unit could not be powered on, could not be confirmed. The v60 fully serviced, performance verification and safety test passed.